Event description:
Patient underwent uneventful closure of a pfo in 2005 using tee guidance. The defect was closed using a 12mm amplatzer asd device. The device was deployed with good apposition. Post deployment there was no evidence of residual shunt by tee and angiography. An echo done the following day showed the device was seated and there was trace to mild left to right shunt at the inferior apical margin. There was also residual right to left shunting. Echoes done at one and six months and one year post closure procedure continued to show residual shunting. The patient returned to general hospital to have a second device placed in 2006. Attempts to deploy a second device were unsuccessful due to a prominent eustachian valve, which prevented good apposition of the device. The cardiac surgical service was consulted and the decision was made to surgically remove the device. This was done 13 days later. The patient did well post operatively. She was discharged home 5 days later. The patient has had a follow-up visit with the cardiac surgical service and they report she had an uneventful recovery and is doing well.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 1/17/2007, 1/24/2007 and 2/2/2007. As of the filing of this report, no additional information has been received by aga medical.